Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On 8/12/2016 - this lead was capped on (B)(6) 2016 and the associated pacemaker was explanted and replaced.

Event description:
Rv lead noise seen in office with evidence of non-capture. No change in pace impedance. Lead remains implanted.